Event description:
Customer called to report the insulin pump alarmed for battery out limit. Blood glucose reading was over 468 mg/dl. The customer treated with manual injection. Advised that a replacement battery cap will be sent. Assisted the customer with changing the time and date because it had been set incorrectly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).